Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 500 mg/dl. The customer stated that she had just rec'd the insulin pump as a replacement two days prior to the event. The customer experience high blood glucose levels, vomiting and diarrhea prior to being hospitalized. The customer declined any troubleshooting, and requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.